Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. No shipping search could be performed for the lots delivered to the facility since there is no facility number reported or additional information for the search. Consequently no product will be returned from the distribution center to be analyzed since the lot number is unknown and no information from the facility is available for the identified of the possible involved lots. Since the complaint sample is not available for evaluation neither photos or videos were provided for evaluation and a device history report review was not performed since the lot number is unknown and no information was found on the sap system, the alleged event could not be confirmed. At this time, no sample has been provided. Should the sample become available, the investigation file will be reopened and will be updated accordingly.

Event description:
On (B)(6)2023, fresenius was made aware of an article, ¿anaphylaxis from ethylene oxide¿sterilized dialysis tubing and needles: a case report.¿ in the article, there is documentation of a 78-year-old male hemodialysis (hd) patient experiencing an adverse event during treatment utilizing the fresenius combiset tubing. The patient has been completing hd for approximately 2.5 years without significant complications. The patient was previously on peritoneal dialysis. The patient had recently been utilizing a tunneled dialysis catheter (tdc) and transitioned back to use of a right upper extremity arteriovenous fistula (avf). This patient was in the hospital being monitored in the intensive care unit (ICU) for previous adverse reactions encountered during hemodialysis. On an unknown date, the patient was approximately 10 minutes into treatment when he experienced a drop in systolic blood pressure (sbp) from 211 to 121 mmhg. The patient reported a sensation of his throat closing and was hypoxic. No rash was noted. The patient fainted and dialysis was stopped. No medical intervention was documented within the article. The patient had labwork which was notable for new leukocytosis with white blood cell count of 39 k/¿l and marked eosinophilia (64% differential, absolute count of 25 k/¿l). The patient¿s blood cultures were negative. The patient eventually underwent labwork in which the findings showed eosinophilia and mast cell degranulation. Additionally, the patient was treated with various medications including cetirizine, prednisone, famotidine, and diphenhydramine. These medications along with rinsing of the circuit twice with normal saline eventually permitted the patient to endure the hd treatment without an adverse reaction.

Event description:
On 25/jan/2023, fresenius was made aware of an article, ¿anaphylaxis from ethylene oxide¿sterilized dialysis tubing and needles: a case report.¿ in the article, there is documentation of a 78-year-old male hemodialysis (hd) patient experiencing an adverse event during treatment utilizing the fresenius combiset tubing. The patient has been completing hd for approximately 2.5 years without significant complications. The patient was previously on peritoneal dialysis. The patient had recently been utilizing a tunneled dialysis catheter (tdc) and transitioned back to use of a right upper extremity arteriovenous fistula (avf). This patient was in the hospital being monitored in the intensive care unit (ICU) for previous adverse reactions encountered during hemodialysis. On an unknown date, the patient was approximately 10 minutes into treatment when he experienced a drop in systolic blood pressure (sbp) from 211 to 121 mmhg. The patient reported a sensation of his throat closing and was hypoxic. No rash was noted. The patient fainted and dialysis was stopped. No medical intervention was documented within the article. The patient had labwork which was notable for new leukocytosis with white blood cell count of 39 k/l and marked eosinophilia (64% differential, absolute count of 25 k/l). The patient¿s blood cultures were negative. The patient eventually underwent labwork in which the findings showed eosinophilia and mast cell degranulation. Additionally, the patient was treated with various medications including cetirizine, prednisone, famotidine, and diphenhydramine. These medications along with rinsing of the circuit twice with normal saline eventually permitted the patient to endure the hd treatment without an adverse reaction.

Manufacturer narrative:
Correction: h6 clinical code section

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: based on the available information, there is a temporal and a likely causal relationship between the fresenius combiset tubing and the patient¿s adverse reaction classified by hypotension, itching, cramping, and a sensation of his throat closing. Although rare, hypersensitivity or anaphylactoid reactions to dialysis equipment sterilized with ethylene oxide (eto) are a known risk during hemodialysis. The reactions that occur during hd are the result of an immunoallergic response by the patient after exposure to foreign substances present in the extracorporeal circuit. It was later concluded that the patient¿s resumption of his avf access exposed him to additional products sterilized with eto in the needles (not a fresenius product) used for the hd treatments. The use of the needles in conjunction with the combiset tubing triggered a memory immune response in the patient leading to mast cell degranulation and repeated anaphylactic episodes. This was supported by the consistent timing of the episodes immediately after initiation of hemodialysis with gradual worsening in severity. The immediate and positive response to steroid pe-treatment further supported the theory that these events were allergic in nature. There is no evidence of a fresenius combiset tubing product deficiency or malfunction. Additionally, although the patient experienced an adverse reaction during treatment, there is no allegation of a product malfunction or deficiency related to this event.

Event description:
On 25/jan/2023, fresenius was made aware of an article, ¿anaphylaxis from ethylene oxide¿sterilized dialysis tubing and needles: a case report.¿ in the article, there is documentation of a 78-year-old male hemodialysis (hd) patient experiencing an adverse event during treatment utilizing the fresenius combiset tubing. The patient has been completing hd for approximately 2.5 years without significant complications. The patient was previously on peritoneal dialysis. The patient had recently been utilizing a tunneled dialysis catheter (tdc) and transitioned back to use of a right upper extremity arteriovenous fistula (avf). This patient was in the hospital being monitored in the intensive care unit (ICU) for previous adverse reactions encountered during hemodialysis. On an unknown date, the patient was approximately 10 minutes into treatment when he experienced a drop in systolic blood pressure (sbp) from 211 to 121 mmhg. The patient reported a sensation of his throat closing and was hypoxic. No rash was noted. The patient fainted and dialysis was stopped. No medical intervention was documented within the article. The patient had labwork which was notable for new leukocytosis with white blood cell count of 39 k/¿l and marked eosinophilia (64% differential, absolute count of 25 k/¿l). The patient¿s blood cultures were negative. The patient eventually underwent labwork in which the findings showed eosinophilia and mast cell degranulation. Additionally, the patient was treated with various medications including cetirizine, prednisone, famotidine, and diphenhydramine. These medications along with rinsing of the circuit twice with normal saline eventually permitted the patient to endure the hd treatment without an adverse reaction.